Event description:
It was reported that the right ventricular (rv) lead had no capture and no sensing. An x-ray revealed that the rv lead tip was in the inferior vena cava indicating an apparent dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.